Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument, clips were not holding. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the issue occurred while the surgeon was trying to clamp on a vessel or tissue bundle during the first and second clip applications. The instrument did not remain static and there was no unexpected motion. The opened a new clip applier to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the proximal end. The instrument passed the intuitive motion test. A clip test was not performed, because the clips would not hold. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. The complaint regarding instrument clips are not holding was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.